Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune space block was broken. The nub on the underside of the spacer block which holds the shim in place had a small piece fractured off of it. The spring was still intact. All pieces recovered.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Lot no. Of attune spacer block(254401014) unfortunately I can't provide this, as I am no longer in possession of this instrument. It was sent back to the office. B. What part of the instrument broke? The nub on the underside of the spacer block which holds the shim in place had a small piece fractured off of it. The spring was still intact. C. Provide complete event day. 4-8-22.